Event description:
User facility reported that an infant self-extubated during product use. The report states that the nurse responded to an alarming ventilator and discovered the ett lying in the bed with the holder still attached to the baby's face. The infant was re-intubated and there was no permanent adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up detailing the results of the evaluation.